Manufacturer narrative:
Concomitant products: product ID: 37642 , serial# (B)(4), product type: programmer, patient. Product ID: 3387-40, lot# v000198, implanted: (B)(6) 2005, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. (B)(4).

Event description:
Additional information received reported that the patient had gone through replacement surgery and was fine after surgery in recovery. The patient was receiving effective therapy.

Manufacturer narrative:
(B)(4). Analysis of the implantable neurostimulator found no anomaly, the trace report indicated that the device had not reached eri or eos. The device passed ngt final functional test and all bench testing.

Event description:
It was reported that the implantable neurostimulator (ins) battery depletion was premature. The patient was having anxiety and was now having tremor since the device was totally depleted. A longevity calculation had been done with an estimation of 21 months. End of service was reached on tuesday (B)(6) 2015. The device was scheduled to be replaced on (B)(6) 2015. The patient was in continuous mode. No outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.